Event description:
It was reported that prior to surgery, the hand piece would not turn on when plugged into the generator "could not get the pulsar to work". No injury to pt reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional info becomes available, a f/u report will be submitted.